Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. An approximating lever was broken at the base in a manner consistent with exposure to excess clamping force. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur when the instrument is applied over tissue that does not comfortably compress to the recommended thickness. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic appendectomy during closing, the device was unable to fire and unable to squeeze the handle. Also it had a broken component which is the handle. They used a second and third device to complete the case and resolve the issue. The patient was alive with no injury.